Event description:
Affiliate alleged two healthcare workers got burned. Both reported discoloration. The first patient reported discoloration on his/her left thumb. This occurred while removing a corrugated tube from a completed sterrad cycle. The patient did not seek medical attention and the contact cleared in 24 hours.

Manufacturer narrative:
The applicable hhe as well as existing shuma and fmea's, indicate the risk was below our action limits. Affiliate indicated they had not dried the item properly before sterilization.